Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle.  The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass.  These surgical procedures are associated with numerous risks.  Air embolism is a known potential complication associated with all patients implanted vads.  Right heart failure is a potential event that may be associated with use of the product. Right heart failure usually develops within the first 24 hours after lvad implant.  The IFU provides guidelines on management of right heart failure.  Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced a struggling right heart after the manufacturer lvad to lvad exchange. He required continuous veno-venous hemodialysis (cvvhd) and was reintubated due to increased work of breathing secondary to right ventricular failure. The patient's family was not interested in pursuing rvad placement and care was withdrawn.

Manufacturer narrative:
Additional information reported on 8/16/2016 states that the lvad to lvad exchange took place on (B)(6) 2016 due to an outflow graft thrombosis on (B)(6) 2016. There was no rv dysfunction prior to exchange that could have complicated post-operative course. The medical team does not believe the death is not related to the device. The patient expired on (B)(6) 2016. With the available information, there is no indication of any device performance issues that could have impact the event. The patient's development of an outflow thrombus which led to the pump exchange does can occur as a result of the patient's condition, use of anticoagulation therapy, and existing comordities. The patient's intolerance of exchange is likely a result of poor clinical status at the time. In addition, cardiac arrhythmias such as vt and atrial flutter predisposes the patient to favorable conditions for development of thrombus. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.